Event description:
It was reported that the patient received a vibratory alert for high, out of range high voltage lead impedance. The lead remains implanted. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was capped. The patient was doing well after the event.